Event description:
It was reported that during replacement of a charger board during servicing of an amx 4 plus, the ge healthcare field engineer (gehc fe) accidentally touched a screwdriver to the battery bolt cap causing an arc flash. The gehc fe received a second degree burn and two first degree burns on their fingers as a result of the arc flash, and was treated with bacitracin and given hydromorphone (dilaudid) as pain medication.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.